Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose levels reportedly, the customer has a lot of scar tissue that may be affecting insulin absorption. Customer declined any further troubleshooting, and stated, he will be working with his healthcare professional on the reported issue.